Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported they were unable to use their personal therapy manager (ptm) device to deliver a bolus because it would not work, stating it goes to 90% and then stop, not going any further. Agent assisted the patient in deleting the data. Patient was able to connect to the pump without any lag. For the event date, patient stated it had been about two and a half weeks ago. Agent reviewed information on closing the application after each use.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.